Event description:
The customer reported her blood glucose reached "high" (greater than 500 mg/dl) less than 24 hours after the pod was activated. Upon removal she noticed the cannula was bent to the side.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.